Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that a cartridge change error occurred. A replacement pump was sent to resolve the issues. Additionally, it was reported that the pump touch screen was "lit behind the dark screen but would not come on". The pump touch screen turned on and resumed normal operation. There was no reported adverse impact to the customer's blood glucose level.